Event description:
The device was implanted on 12/21/90 for intrathecal infusion of morphine for treatment of pain. (Note: intrathecal infusion of morphine was not a MFR's indication for the device's intended use.) On 5/28/97, the facility nurse contacted a MFR nurse and reported that the device was flowing slow. The usual medication residual has been 3-5cc's. Yesterday, (5/27/97), it was emptied and it had a 17cc residual. The facility nurse stated that the patient did not want to work on resolving this problem until june 8, 1997, when he starts his vacation. The facility nurse also stated that the attending physician has been performing the patient's refills for this device, however, he does not want to attend to this particular patient's device problem. The attending physician who is no longer practicing at this clinic. As a result, the referral was made with another physician. Later that day 5/28/97), the facility nurse left the MFR nurse a message stating that she was too busy to try and help this patient schedule a device refill and to check the device sideport patency. The facility nurse instructed the MFR nurse to contact the patient and implanting physician to schedule this appointment and make the referral. On 5/28/97, the MFR nurse spoke with the patient who had already contacted his attending oncologist to make him aware of this referral problem. The oncologist informed the patient that he would contact the attending physician's office. The MFR nurse has left messages with the attending physician's office for someone to contact her for further assistance in this matter if required. Additional attempts were made to contact the oncologist; however, attempts to date have been unsuccessful. The MFR sales rep. Was informed of this incident, in the event that she can provide further assistance in this matter.

Manufacturer narrative:
Further communication from the facility nurse, on 08/21/1997, revealed that a catheter revision would be performed on 08/28/1997. The facility nurse was contacted on 09/03/1997 for add'l info on this event. At that time it was revealed that the pt cancelled the surgery which had been scheduled for 08/28/1997 and has decided to "live with things the way they are". It was additionally stated that the pt was on a respirator after his last surgery and there was difficulty obtaining med records needed prior to any subsequent surgery. The pt is also allergic to dye which eliminated the option of performing a dye study for diagnostic measures. Since the device remains implanted at this time and no add'l info is available. The MFR's investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and no trends have been identified. The MFR's investigation of this event is inconclusive. Based on the info available no conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.